Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2018. It was reported the pump was beginning to erode through the patient¿s skin. It had not fully gone through the skin, but the surgery was done to prevent that from happening. Factors that contributed to the issue were the patient lost a large amount of weight. No diagnostics/troubleshooting was performed. Surgical intervention occurred. The pump was located in the lower right buttock of the patient. It was moved to the left abdomen. Patient status was alive - no injury. The issue was resolved. Patient weight and medical history were asked but unknown. No further complications were reported.